Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. Distributor infoirmation: (B)(4). Product manager (B)(4).

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported set had cassette occlusion alarm during patient infusion of total parenteral nutrition. There were no obvious defects noted on the tubing set such as cracks or breaks with no any hole, cut, tears or any other defects noted. The tubing was replaced and therapy was resumed. The products were stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition. The customer stated that there was no problem with the plum a+ pump. There was patient involvement with no patient harm was reported as a consequence of this event. This is report two of two.